Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report a b30 scope communication error from their evis exera iii xenon light source. The reported phenomenon occurred during preparation for use. No patient or user harm has been reported.

Manufacturer narrative:
The end user contacted olympus technical assistance center (tac) for troubleshooting and reported an e216 error code, along with different colored pixels appearing on the monitor. The end user attempted power cycling, disconnecting/reconnecting, and cleaning connectors without success. The end user then determined that the associated scope was the issue and opted for a third-party repair to rectify the reported issue. This investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.